Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2014-02158 and 2134265-2014-02163. It was reported that an automatic pullback failure occurred. During an intravascular ultrasonography, the sled was deployed during the procedure but it failed to slide. The sled refused to move, it was jammed in place, therefore neither manual nor automatic pullback was possible and the device was disposed. No patient complications reported.